Event description:
It was reported, the video system center image jumped on the large monitor and sometimes the image faded out. The issue occurred during an unknown procedure and completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The field service engineer (fse) went on site and the issue was resolved through troubleshooting. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that defective bayonet neill-concelman (bnc) connector caused image interference. Olympus will continue to monitor field performance for this device.